Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain patient and device information. Further information was requested but not received. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: 1627487-2022-00461. It was reported the patient had high impedances on both of their cervical leads. Surgical intervention took place in which the cervical leads were explanted and replaced to address the issue. The ipg was electively replaced. Therapy restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.